Event description:
Patient was an hour and 15 minutes into his dialysis treatment and machine alarmed #14- pressure or flow error and also alarmed #65-dialysate line connector error. Rinseback was given and patient was moved to different dialysis machine and resumed his treatment. Biomed was notified. Dialysate line connector error. Pressure or flow error. Unit was pulled.